Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed 4 times in the laa and partially recaptured each time. The decision was made to end the procedure due to the patients anatomy. All devices were removed from the patient and the procedure was ended with no closure device implanted in the patient. Post procedure it was noted that the patient had a pericardial effusion located posteriorly midway between the left ventricle and left atrium. The effusion measured 0.8cm. No intervention or treatment was performed for the effusion. The patient was discharged the next day after the pericardial effusion had resolved.